Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: we have received several complaints about these autoguard catheters mck# 777592 ref# 382523. The catheter is splitting and is too dull to penetrate skin. We narrowed down the lot# to 3055422. So far the other lot we have seems to be okay.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: we have received several complaints about these autoguard catheters mck# 777592 ref# (B)(4). The catheter is splitting and is too dull to penetrate skin. We narrowed down the lot# to 3055422. So far the other lot we have seems to be okay.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01jun2023. H6: investigation summary: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one photo and 12 sealed 22gx1.00in insyte autoguard bc units from lot number 3055422. A gross visual inspection of the returned units did not identify any damage to the components. The photograph displays an insyte autoguard bc catheter with the needle protruding the wall of the catheter forming a y-shape. This is observed as the needle through the catheter or spear through. The severity of the shown spear through would have made a defect in the needle cover or the catheter would have been bent further if this defect had occurred during manufacturing. Because there is no blood indicating venipuncture and because the unit has been open and handled, the root cause of this defect could not be narrow to either manufacturing or user related. The returned representative units were tested for needle penetration force, catheter penetration force, and catheter drag. All units were found to be within specification. In addition, tip adhesion break was performed on the returned samples, the catheter separated from the needle without any split, spear through or damage. Without actual sample, no further investigation can be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.